Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). There were no issues noted during device prep and it was performed per the IFU. During the procedure, while deploying the valve, at 80% deployment the hard stop button didn't pop up and there was no ratcheting sound. This resulted in the valve being accidently deployed at a depth of 3mm. Luckily the valve was in the perfect position and there were no issues. It was noted that the physicians hand was not over the button. The physician doesn't' believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.

Manufacturer narrative:
An event of premature separation during procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported premature separation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 13 mar. 2024, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). There were no issues noted during device prep and it was performed per the IFU. During the procedure, while deploying the valve, at 80% deployment the hard stop button didn't pop up and there was no ratcheting sound. This resulted in the valve being accidently deployed at a depth of 3mm. Luckily the valve was in the perfect position and there were no issues. It was noted that the physicians hand was not over the button. The physician doesn't' believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remined hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.